Manufacturer narrative:
The customer¿s product has been requested for investigation. A follow-up report will be filed once additional information is obtained. The device manufacturing date is unknown. The date entered in is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported they were unable to obtain scan readings with the adc mobile application. The customer experienced hypoglycemia with symptom of shaking and required treatment of "hypostats" for treatment of hypoglycemia provided by healthcare professional. There was no report of death or permanent injury associated with this event.

Event description:
A customer reported they were unable to obtain scan readings with the adc mobile application. The customer experienced hypoglycemia with symptom of shaking and required treatment of "hypostats" for treatment of hypoglycemia provided by healthcare professional. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Attempted to recreate the user complaint and was able to connect freestyle librelink app to libre view successfully. Data was observed after a sensor successfully scanned. Could not replicate the user complaint from provided information. Therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.